Event description:
A facility reported that the mlx 300 xenon lightsource w/australian power cord (00mlxau) was overheating and turning off. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mlx 300 xenon lightsource w/australian power cord (00mlxau) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure.   Failure analysis - evaluation of the xenon lightscource found that the unit was overheating with error code displayed. Troubleshooting identified an error in thermistor. It was also noted that the turret wolf entry was worn out and replacement may be required in the future.   Root cause - the returned xenon lightscource was in used condition with a failing thermistor due to wear. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.